Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2024 they found high impedances (40,000 ohms) on contact 2 when running a connectivity check and an impedance check.  No symptoms reported.  The cause was not determined.  The rep reported they would provide additional information as they become aware of any new info.

Event description:
Additional information was received from patient via the manufacturer representative (rep). The patient stated they hadn't had any falls or traumas related to cause the high impedance. There were no x-rays taken. The rep was able to program around the high impedance to give the patient coverage in the area the patient needed. The patient was doing well with the therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.